Manufacturer narrative:
Batch review performed on 25 october 2021. Lot 2007446: (B)(4). Expiration date: 2025-aug-27. No anomalies found related to the problem. (B)(4).

Event description:
At 4 months after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully.